Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The lead was explanted and replaced. The patient was in stable condition.